Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Rmt281412j/11746465 and pxc181200j/11953855 were implanted in the patient¿s right side, and pxc141200j/11917837 was implanted in the left side. Both legs were crossed at the terminal aorta. The diameter of the terminal aorta was 16 mm x 16 mm. The procedure successfully concluded. On (B)(6) 2014, the patient visited the hospital with leg heaviness and a light intermittent claudication. The computed tomography images showed the occlusion of the devices in the contralateral side from the junction area to the distal end. The contralateral leg was also compressed by the ipsilateral leg around the terminal aorta where the legs were crossed. On (B)(6) 2014, a re-intervention was performed to repair the occlusion. Thrombectomy was performed on the contralateral leg, and a metallic stent was implanted at the junction area. Additionally metallic stents were implanted in each leg around the terminal aorta to repair the compression. Final angiogram showed the resolution of the occlusion and the restoration of the blood flow in the left leg. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device.